Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was hospitalized after receiving inappropriate therapy for atrial arrhythmia. Programming changes were made. Device remains implanted.